Event description:
I was called to perform bronchoscopy to remove blood clot in patient¿s lungs. A mal/under functioning cryoprobe (cold catheter that we use to remove tissue from the airways) was not responsive - it took too long to cool down and continued cooling even after the foot pedal was not depressed anymore. Because of this, the probe stuck to the patient¿s airway causing some worsening bleeding. Because I could not reliably use this catheter the procedure took twice as long. Bleeding from injury caused by the probe eventually stopped but this did transiently make things worse. These malfunctioning probes have been brought up to our endoscopy suite (center for advanced endoscopy) staff before and they were unable to secure the capital to replace it and get the newest, safer more responsive version. The company does not support these older probes anymore and I only hope this does not lead to significant adverse harm in the future. To note, this was an emergent overnight procedure that had to be done. Md notes: I used 1.9 mm cryoprobe, and it did not do what it supposed to. I kept freezing for 5 to 8 seconds that we routinely do, and it would not free (or biopsy), then I had to freeze for significantly longer to get the biopsy, but then patient had a bleeding. Bleeding is a known complication of this procedure, so I cannot say the bleeding happened because I had to freeze significantly longer, but it is possible. More importantly, I could not get the biopsy easily because the probe would not freeze. Manufacturer response for cryoprobe, 1.9 mm cryoprobe (per site reporter). Clinical site notified rep directly to discuss return of the device for new ones with new unit version.